Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4: batch # 200d17. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one ec45a device was returned with the joint cover damaged, articulated to the left side, with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst45w reload loaded in the device. The reload was received fully fired. In addition, a 12 mm trocar was received inserted in the shaft of the device. After further analysis the articulation mechanism was noted to be damaged as would not release the articulation setting and the jaws could not be opened as expected. The device was disassembled to verify the internal components and the pin channel was noted damaged as if it were not properly assembled causing the articulation unlocking and the jaws to be unable to open fully. No functional test was performed due to the condition of the device. This defect has been potentially correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The condition of the knife advanced noted on the device, should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 200d17, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the device would not un-articulate that the button was stuck. Another like device was used to continue with the procedure. No further information was provided. There were no adverse consequences for the patient.